Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump bt2 battery was found to have low voltage causing the auxiliary alarm to only alarm for a very short time period. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump had no auxiliary alarm when it was tested. They also stated that this issue was found during testing and no patient was involved. [(B)(4)].